Event description:
Per the clinic, implant was exposed after the recipient sustaining head trauma. Subsequently, cultures revealed mssa infection and was the patient was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on may 03, 2023.